Event description:
It was reported that during implant attempt, the right atrial lead had unstable p waves. The lead was repositioned and it took over forty turns to deploy the lead. The lead would not stay affixed to the atrium. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, there was blood in/on helix/lobe mechanism.